Event description:
It was reported that the remote monitor was not receiving power. It was further reported that the patient felt that the connection at the port on the monitor seemed loose. Several electrical outlets were tried. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.